Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient woke up at 3 am with right arm weakness and numbness along with a rhythmic abdominal pulsation. They patient was taken to the local hospital emergency department and a head CT demonstrated left frontal subarachnoid blood with an underlying hematoma. The patient denied having a recent fall or trauma to the head. The patient was admitted and then transferred to the implanting center where the patient was started on lacosamide and nicardipine. As of (B)(6) 2018, there were no changes to the patient's head CT and the patient continued to experience right arm weakness and numbness. Anti-hypertensive medications were being titrated to better control the patient¿s blood pressure. The patient is to be transferred to a rehabilitation center when stable. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported hemorrhagic stroke could not be determined through this evaluation. The submitted system controller log file contained data and appeared to show the pump operating as intended with stable parameters. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Bleeding, stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.